Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the regular follow-up performed on (B)(6) 2012, a pause episode was confirmed on surface ECG when the mode was reprogrammed from ddd to safer-r with both mv and g sensors activated. Therefore, the device was re-interrogated and the pause episode was observed, which was associated with atrial noise oversensing. Noise was slightly recorded in ventricular channel as well. An explanation is required.